Manufacturer narrative:
Correction: e1 (removed "refer address", replaced with "kerala") e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the nozzle was clogged by foreign material such as body fluid/adhered chemicals from improper reprocessing of the unit after previous procedures. Users can detect the suggested event properly by handling the device in accordance with following instructions for use (IFU). -inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function users can reduce/prevent occurrence of the suggested event by handling the device in according with the following IFU. -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. -clean the external surfaces of the insertion section * immerse the endoscope in the detergent solution. * thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution -remove detergent solution from all channels finally the IFU states: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device.

Event description:
As reported, reduced angulation, angulation low and insertion tube is deformed. The issue found during an unknown event. There is no patient involvement associated on this event. Device incoming inspection found foreign objects on the nozzle. This report is being submitted for foreign object found on the nozzle.

Manufacturer narrative:
Device inspection found wear of angle wire, bending angle in all directions. -due to wear of angle wire, the play of u/d (up/down) and r/l (right/left) knobs are out of the standard value. The connecting tube was found deformed with discoloration. The customer reported issue was confirmed. Furthermore, foreign objects was found on the nozzle and due to clogging of nozzle, water removal ability does not meet the standard value. In addition, the following findings during inspection were observed on the device: objective lens has a scratch. Lg lens is dirty, c cover has dent. Adhesive on a-rubber has scratch with discoloration. Ig protector is shaved, grip has dent. S-cover, control unit has a scratch. S-cylinder is shaved. Switch box, universal cord has a scratch. Protector of universal cord on s-connector side and control section side has a scratch. Plug unit, lg-cover glass dirty, has scratch. Sc cover unit and case has a scratch investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Please see section e1 for reporter name and contact information. Further communication with the customer, the following information were conveyed: customer is a bme (biomedical engineer). The reported issue occurred during reprocessing. No further information provided.